Event description:
The customer reported falsely decreased architect tsh results on two patients. Results provided: (B)(6) 2021 sid (B)(6) = 0.04 uiu/ml (heparinized sample), different sample from (B)(6) 2021 under sid (B)(6) = 0.975 uiu/ml, new sample on (B)(6) 2021 sid (B)(6) = 0.99 uiu/ml; (B)(6) 2021 sid (B)(6) = 0.016 / 0.273 / 0.26 uiu/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Patient identifier sids: (B)(6).

Manufacturer narrative:
Although a definitive part for the issue was not identified, the architect (B)(6) was considered the likely cause for the issue. A review of the architect sn# (B)(6) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related non-conformances. A review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no systemic issue or deficiency was identified for the architect i2000sr analyzer.